Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system's cpu circuit board was damaged perhaps due to a defective power supply module. Both items were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the etrak 2500l would not initialize. There was no adverse patient involvement reported. There was no patient information reported.